Event description:
The distributor reports sternalock plates and screws were implanted approximately one and a half years ago. A revision surgery was performed and the implants were removed due to the patient's aneurysm; during the removal one of the screws broke. It is reported the broken screw was able to be removed completely and the patient is doing very well.

Manufacturer narrative:
There is no indication that the implants did not function as intended or were removed for any reason other than the patient's condition. The warnings in the package insert state this type of event can occur. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.

Manufacturer narrative:
The returned screws and plates were evaluated for the complaint that a screw broke during a revision surgery. Upon evaluation the complaint was confirmed as one of the twenty screws was broken. All of the screws threads were found to be within tolerance. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is the length of time implanted allowing bone growth creating excessive force needed to remove the screw. No screw part numbers were reported, upon receipt of the returned product the following screws were received. The part number of the broken screw is unable to be identified as the length is unable to be determined. Unknown sternalock screw; part# unknown; lot# unknown; manufacturing date unknown; qty 1; 2.4x8mm cancelous locking screw; 73-2408; lot# unknown; manufacturing date unknown; qty 4; 2.4x10mm cancelous locking screw; 73-2410; lot# unknown; manufacturing date unknown; qty 8; 2.4x14mm cancelous locking screw; 73-2414; lot# unknown; manufacturing date unknown; qty 7; supplemental report three of three for the same event, see also 1032347-2015-00110-1 and 1032347-2015-00111-1.